Manufacturer narrative:
Patient information: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided, as information was asked but not provided. City and state: (B)(6). Initial reporter telephone number: (B)(6). It was indicated that the device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) had damaged haptic. There was a patient contact. Lens was fully inserted and removed during the same procedure. The event was observed when inserted into the eye. There was no patient injury and no intervention found. No further information available.